Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information. A completed questionnaire was received. (B)(4).

Event description:
A technician reported a patient was diagnosed with diffuse lamellar keratitis (dlk) one day post lasik surgery, the patient was asymptomatic topical steroid dosage was increased to treat the event which resolved in 24 hours. Additional information was received. In the optometrist's opinion the device did not cause or contribute to the event. There are two medical device reports associated with this event. This report is for the right eye.